Event description:
A patient was admitted for stenting of a 70-80% lesion in the lad. A cypher select + 2.75x28mm stent was selected for treatment. The device was pulled from the hoop by the hub. There were no anomalies noted with the device or the packaging. The device was prepped per IFU. There was no resistance noted advancing the device to or across the target site. At the target site, the device was connected to the miriter inflation manometer without difficulty or complication. Negative prep was performed and the device prepped normally with no indication of a leak. The device was deployed; however, at 15atms of positive pressure, the inflation manometer lost pressure. The stent was not deployed in the vessel. The physician withdrew the device back through the guider without difficulty. Then the physician changed to another stent to complete the procedure. The product was received by cordis and upon initial inspection, it was noted that the hub of the catheter was cracked vertically.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).